Event description:
During remote monitoring, varying pacing impedance, inadequate capture threshold, noise resulting in oversensing, and low sensing were noted on the right ventricular (rv) lead. X-ray imaging was performed, and the rv lead appeared to be stretched. Inadequate lead slack during the implant procedure was suspected, but could not be confirmed. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular (rv) lead was dislodged due to twiddler's syndrome. The rv lead was explanted to resolve the event. The patient was in stable condition.